Event description:
It was reported that the customer had an occlusion on the site. Customer also mentioned that the plastic was worn out and they were unable to get the battery out. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a stripped battery cap at the coin slot area, cracked battery tube threads, a cracked reservoir tube lip, cracked case at the display window corner and minor scratches on the display window.